Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported via phone call that the pump consistently had insulin flow blocked alarms during basal. Customer called several times and tried several sets, lots, and cannula lengths. Insulin was not expired or denatured. Sites were rotated and handled correctly. Tubing was not bent or kinked. Customer insisted on a pump replacement. Customer was asked verbally and in written form to return the pump for analysis.